Event description:
It was reported that the ventilator had no output and a seized turbine. It is unknown if the ventilator had an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.